Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5057412.

Event description:
It was reported that the patient underwent tram flap procedure on (B)(6) 2008 and mesh was implanted. Following the procedure, the patient has become stiff with very little flexibility in the abdomen. The patient has undergone myofascial massage, trigger point injections and physical therapy with no relief. The patient states they are unable to eat a full meal as there is no give and it pushes up against the stomach. The patient is unable to sit or sleep comfortably and wants the mesh removed. Additional information has been requested.